Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level close to 400 mg/dl as the infusion set's tubing had detached at the site portion, while sitting when the patient was at work. The site location was patient's right stomach area above navel as the patient had pain/discomfort on the side location of the stomach and the pump was located at the right side. Moreover, the infusion had been used for a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, they were unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 125 mg/dl. No further information available.

Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level close to 400 mg/dl as the infusion set's tubing had detached at the site portion, while sitting when the patient was at work. The site location was patient's right stomach area above navel as the patient had pain/discomfort on the side location of the stomach and the pump was located at the right side. Moreover, the infusion had been used for a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, they were unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 125 mg/dl. No further information available.